Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had been getting sensor error alarm. The customer's blood glucose level was 102mg/dl. The customer's levels had been as low as 40mg/dl. The customer treated the lows with glucose tablets. Troubleshoot was conducted. The customer was advised the sensors would be replaced.